Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a generator changeout procedure, the generator stopped pacing. The patient was asymptomatic. Following electrocautery, the device paced normally. The device was explanted and replaced as scheduled.